Manufacturer narrative:
Initial and final MDR (B)(4). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infections at two infusion sites due to leakage event on 23 feb 2026. The patient stated that each new cannula insertion caused the site to swell "like a balloon," and the medication pooled under the skin instead of being absorbed, forming a golf ball-sized lump. The patient was prescribed antibiotic therapy for 14 days. The leakage was at insertion site. No further information available.